Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon the first deployment attempt at a depth of 3 mm, an infold in the valve frame was noted. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34; lot #: 0012101421; ubd: 2026-01-07; UDI#: (B)(4) product ID: l-evolutfx-34. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images and a mpxr questionnaire were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 85mm with a perimeter derived diameter of 27.0mm suggesting a size 34mm evolut. The aortic valve appeared to be significantly calcified. It was reported that a pre balloon aortic valvuloplasty (bav) was performed prior to the valve deployment attempt. Fluoroscopic valve load inspection was not provided; thus, it is not possible to validate a good load. During valve deployment, an infold was evident. The infolded valve was removed and deployed on the sterile field, as evident by the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. As a fluoroscopic valve load inspection was not provided, it is not possible to rule a misload that could have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.